Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. At an additional follow-up, the device was able to be interrogated normally. No intervention was performed. The patient was stable and will continue to be monitored.